Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging cracked display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2.correction to text in MFR narrative.follow up #1 should have been dated 04/08/2014.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
The lay user/patient¿s meter has been returned on 3/26/2015 and evaluated by lifescan product analysis on 4/03/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken display and exposed black marks/damaged display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.